Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed; due to a crack on objective lens, the image has dark area partially. A root cause could not be identified. Based on the results of the investigation, it is likely a fracture problem led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had intermittent image noise. The issue occurred during inspection for use. There were no reports of patient involvement.